Event description:
It was additionally reported that the patient was transplanted on (B)(6) 2024.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported thrombus behind the aortic valve could not be conclusively established through this evaluation. Review of the submitted log files confirmed the reported low flow alarms; however, no evidence of ingested device thrombosis was observed within these files or the submitted videos and a specific cause for the decrease in flow could not be conclusively determined through this evaluation. The submitted log files captured low flow alarms on (B)(6) 2024 associated with pump flow decreasing to 0 liters per minute. No other notable events were observed, and the pump was operating as intended. The patient remained ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), until they received a heart transplant. The device was not returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricle assist system (lvas) instructions for use (IFU), rev. G, is currently available. Section 1, "introduction," lists peripheral thromboembolic events as a potential adverse event that may be associated with the use of the heartmate 3 lvas. This section also provides an explanation of pump parameters, including pump flow. Section 4, ¿system monitor,¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 lpm. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can also result in low flow. Section 6, ¿patient care and management,¿ lists thromboembolism as a potential late postimplant complication. Under ¿anticoagulation," this section provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. Section 7, ¿alarms and troubleshooting,¿ provides information regarding system alarms and the recommended actions associated with them. The heartmate 3 lvas patient handbook, rev. G, is also currently available. Section 5 of this document, ¿alarms and troubleshooting,¿ also outlines system alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was additionally reported that the thrombus was noted on echocardiogram control one month after implant. The patient experienced low flow alarms, with normal lactate dehydrogenase (208u/l) and no hematuria. The patient was stable and follow-up would be done while patient was in the intensive care unit (ICU), as they were on the emergency transplant list. The patient was transplanted.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that there was a problem with the flow of the patient. The team had previously seen a thrombus behind the aortic valve but it could not be seen now. An echocardiogram and computed tomography (CT) were planned for evaluation of the outflow graft. Log files were reviewed and confirmed low flows. Inotropes were initiated.